Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The device was implanted via l-p shunt to a female with inph on (B)(6) 2016. At the postoperative exam, the abdominal catheter was found broken at the connection part with the valve. The abdominal catheter and the valve were replaced with 82-8806 on (B)(6) 2016. The patient is currently being monitored. No information is available on settings.